Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-27679. Related manufacturer's reference number: 2017865-2021-27681. It was reported that the patient presented in clinic. During checkup the physician noted redness and bleeding around the pocket site. According to the physician leads were not visible, but there was suspicion for a possible infection. The patient was treated with antibiotics. A full system explant was performed. The patient was recovering.